Manufacturer narrative:
Additional initial allegation information: the reported alleged that there was battery life issue and the patient did not receive a replace battery alarm from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: review of the black box and pump histories revealed evidence of short battery life illustrated by drastic voltage drop leading to call service alarm 177 ¿low battery¿ warning recorded on (B)(6)-2018. The battery cap that was returned with the pump for investigation was intact, without damage and able to secure properly to the pump. The pump powered on normally and ez-prime steps successfully completed. Electrical current draws were evaluated and found to be within required specifications. The pump was exercised without duplication of a short battery life issue. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm the lack of a battery life alert and did not duplicate the alleged battery life issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.